Event description:
It was reported that signal loss over one hour occurred. The patient has experienced multiple sensor failure during warm-up issues over the past couple of weeks. On wednesday, (B)(6), the patient had inserted a new sensor. After the two-hour warm-up was completed, she received a signal loss message. As she was busy troubleshooting the issue, her blood glucose had decreased, and the paramedics were called. The patient's blood glucose (bg) per the paramedics was 40 mg/dl. The patient was treated with IV dextrose 10% and recovered at home, she was not transported to the hospital. Post-event and at the time of the report, the patient stated she was still not feeling well. The patient is a tandem pump user. The sensor had been inserted into the abdomen the day of the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.